Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one sample was returned for investigation. F urther checking was performed by inflating the cuff by using endotest. The cuff was able to maintain its pressure at 25 mbar. Based on the investigation, the defect mode on cuff leak was not matching with the complainant report. The cuff able to maintain its pressure at 25mbar." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "there was leaking from the balloon. The issue was identified during pretest, prior to patient." There was no patient involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there was leaking from the balloon. The issue was identified during pretest, prior to patient." There was no patient involved.